Manufacturer narrative:
Approximate age of device - 1 month, 29 days. Manufacturer's investigation conclusion: the pump remains in use supporting the patient and was not available for evaluation. A correlation between the device and the reported event could not be conclusively determined. Analysis of the log file that was provided by the account confirmed several intermittent pump power and estimated flow elevations. Although a specific cause for these findings could not conclusively be determined, some of these elevations appeared to be associated with pi events. Thrombus is listed in the instructions for use (IFU) as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. In addition, the hmii lvas IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and notes that pi events can occur due to sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. On (B)(6)2018, it was reported that the patient was in the ER with left sided pain below the rib cage. Device interrogation revealed intermittent elevated powers and flows. The manufacturer's technical service representative reviewed the submitted log file and confirmed the reported intermittent power and flow elevations. The graph showed power, flow, and pi all trending upward over time. On (B)(6) 2018, the customer reported continued intermittent elevated flows and that a CT revealed evidence of 2 splenic infarcts, concerning for emboli from the pump. The patient's initial lactate dehydrogenase (ldh) was 516 u/l, but had stabilized at 460-480 u/l. Serum free hemoglobin had peaked at 40.5 on (B)(6) 2018 but was at 9.6 on (B)(6) 2018. The patient was hemodynamically stable and urine was clear. An additional log file submitted for review showed intermittent power and flow elevations on (B)(6) 2018 and (B)(6) 2018. The data in the log file did not give enough evidence to state thrombus is or was present. The patient was discharged home on (B)(6) 2018 with an ldh at 400's u/l. As of (B)(6) 2018, the patient was at home and reportedly doing fine.